Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned.(B)(4).

Manufacturer narrative:
Method (other): medical review. Results (other): the patient reported" temporary blindness" from pressure spikes and was diagnosed with glaucoma following icl implantation. Additional information has been requested but not received yet. According to the literature , over the medium to long term , gonioscopic changes including narrowing of angle width and increased pigmentation in the trabecular meshwork ,were observed in a minority of patients , but to date there is no evidence that these findings are associated with elevated iop or glaucomatous nerve changes in patients with icls. In most cases ,acute pupillary block is caused by poorly functioning pis, which are thought to be clinically patent on retroillumination but not fully perforated.(4%, per u.s. FDA clinical trial of the icl for moderate to high myopia, of all patients required secondary surgically intervention for acute iop elevation within 1 month of surgery , attributed to clogging of small pis with ophthalmic viscosurgical devices).glaucoma is multifactorial in origin, therefore ,the provided information is insufficient to determine the relationship of the device with the reported symptoms .the reassessment will be performed when(if) additional information is obtained from the doctor. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the facility reported at the last patient visit to the physician's office in (B)(6), 2014, the lens remains implanted, the intraocular pressure is normal and the patient is happy with the icl implant. The patient has some dryness. The patient has been back to see the physician 2 - 3 times after the initial complaint was reported back in (B)(6) 2013 and the patient is doing well.

Event description:
The patient reported the surgeon implanted micl implantable collamer lenses in both eyes, this medwatch is for the left eye - see MFR. Report # 2023826-2013-00534 for the right eye. The patient reported temporary blindness from pressure spikes and was diagnosed with glaucoma. The patient has experienced headaches. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.